Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the reservoir compartment on top was broken and had crack and insulin is fall off and it won't lock into holster. The customer¿s blood glucose level was 200's mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.